Manufacturer narrative:
(B)(4). The returned sample was evaluated. Visual inspection, leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set twist clamp had a leak. The transfer set had been used for four days before a leak was observed. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.